Event description:
The customer contact reported the pt received less medication than intended. The device was returned to the biomedical department with a report of, this pump does not work over the long haul of an infusion. It has to be started over numerous times. No specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.